Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit was damaged, there was excessive noise and was overheating. It was further determined that the device failed pretest for hand control assessment,handpiece temperature assessment,air pump assessment,noise assessment,no short circuit between 5vdc line and connector body (42),no short circuit between hall sensors and connector body (42),no short circuit between phases and connector body (42),no short circuit between sensor gnd and connector body (42) and motor thermistor assessment. It was noted in the service order that the device hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.